Event description:
The customer contact reported the device alarmed with malfunction alarm s233 ( over temperature). The device was returned to the biomedical department for any unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility it was noted that the device fan was not working. No additional was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing the device fan was not functioning. The probable cause of the malfunction alarm s233 (over temperature) was due to the power management board not working properly which caused the fan to not work. This report represents all the info known by the reporter upon query by hospira personnel.